Event description:
A pump was in use on a patient. A squeal sound was heard and pump was found off, and no other alarm had been generated. The alarm logs noted a software error with multiple lines of other information. The pump was sent to the manufacturer per their request.